Event description:
The customer alleged cidex was leaking from the unit. The customer could not determine where the leak was originated. The unit was not in use. The customer stated that no injuries were involved from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, capital equipment, evaluated at customer site. The fse reported the following: found the unit was not in use. The unit was put in storage and a backup unit was put in place for some period of time. The fse observed that the basin lid was broken and not attached to the unit. The fse set the unit up with a water supply and verified that the unit was leaking from the main pump hose. The fse repaired the leak and also found that the number 2 skinner valve was not operating properly and replaced the skinner valve. The basin lid was ordered. Result - other, basin lid.